Event description:
It was reported the device was explanted and replaced due to high impedance (greater than 9999 ohms). No patient complications were reported as a result of this event, and the patient status following the replacement procedure was reported as well.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed anomalous output conditions, which were the result of lifted hybrid bond wires.